Manufacturer narrative:
Allegation was unable to be confirmed (unable to determine from information available). Based on the information received, the cause of the reported event is consistent with unintentional damage during use. Device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Further information identified the procedure on (B)(6) 2019 explanted the extension and replaced it with a new model, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement the extension was inadvertently damaged causing the terminal end to break off. As a result, a revision took place on (B)(6) 2019.